Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer required assistance from their son and wife to consume carbohydrates to address bg level. The customer temporarily lost consciousness but did not sustain any injuries. Recommendation was made to consult with a healthcare provider regarding diabetes management.